Event description:
It was reported the customer had recurring irritation and redness from their enlite sensor. Customer also reported experiencing high blood glucose. The customer stated their blood glucose reached 500 mg/dl. It was found the customer's high blood glucose was caused by a respiratory infection and the customer's high white blood cell count. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.